Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent revision of a total knee arthroplasty due to disassociation of the rotating hinge knee articular surface post extension.

Manufacturer narrative:
This report is being filed to relay corrected information. The information provided on this form was previously submitted under manufacturing report number 0001822565-2016-03039. This is a duplicate report and should be voided.